Manufacturer narrative:
Patient reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile drainage procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during procedure they tried to release the stent with force since they were having difficulty deploying it. When they checked the deployed stent, they found out that the inner sheath had detached and the broken portion remained inside the stent. The stent with the broken piece were successfully removed together. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation found out that the guide catheter was kinked and was detached from the pull wire. Push catheter was kinked at the guidewire port. Accordion kinks were found from the distal end of the heat shrink, indicating possible buckling in the region during deployment of the stent. Pull wire was bent at several locations on the distal side. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A review of the device labeling and directions for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile drainage procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during procedure they tried to release the stent with force since they were having difficulty deploying it. When they checked the deployed stent, they found out that the inner sheath had detached and the broken portion remained inside the stent. The stent with the broken piece were successfully removed together. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.